Manufacturer narrative:
The t:slim g4 pump user guide indicates that the cartridge needs to be filled with at least 95 units to ensure there is sufficient insulin available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a valid minimum fill message when attempting to load a cartridge with approximately 50 units of insulin. The customer reported that due to the load sequence taking longer, the customer's blood glucose (bg) level elevated to the 300's (mg/dl), and was addressed by administering manual injections. The customer confirmed additional insulin would be obtained, and declined further follow-up from tandem technical support.